Event description:
A customer reported a malfunction with their insulin pump. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller in resetting the pump, after which the malfunction did not recur, allowing the continued use of the device. Later, the malfunction recurred, prompting the team to decide on a pump replacement. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.